Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on (B)(6) 2007 after use of the product.

Manufacturer narrative:
This is one event for the same pt involving three separate products; associated MDR#s 1225714-2013-03082, 03083.